Manufacturer narrative:
The investigational analysis completed 5/27/2019. The device was visually inspected, and reddish material was observed inside the pebax. No exposed parts were observed. During the second visual inspection, a hole was observed in the pebax. Deflection testing was performed and it was found within specifications. The catheter was deflecting correctly. On 5/13/2019, a manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient, underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax sleeve. Initially, it was reported that during ablation, the catheter could not deflect to the specification. A second catheter was used to complete the operation. No adverse patient consequences were reported. The deflection issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 4/16/2019, the bwi pal received the device for evaluation. Upon initial inspection, reddish material was observed in the pebax with no external parts exposed. The initial findings of reddish material in the pebax has been assessed as not MDR reportable as the device integrity was maintained. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was then performed and on 5/7/2019, the bwi pal found a hole in the pebax sleeve. The observed hole in the pebax has been assessed as MDR reportable as the device integrity was compromised. The awareness date has been reset to 5/7/2019.